Manufacturer narrative:
(B)(4). The patient had a mesh removal procedure on (B)(6) 2011 due to fatigue, insomnia, discharge, urinary tract infections, bleeding, leg pain, vaginal pain, pelvic pain, constipation and the need for multiple procedures, tests, medications. (B)(4).

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat a cystocele. The patient underwent the concurrent procedure of cystoscopy during mesh implantation.

Event description:
It was reported that a patient underwent a pelvic floor repair procedure on (B)(6) 2009. During the procedure, a monarc (an ams product) was also implanted. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.